Event description:
The stem came out when head extracted. Once the stem came out, the surgeon used actis reamers and was able to seat and trial a 4 ho broach. Upon implantation, the size 4 advanced to the calcar without any impaction tool. There were no fractures visible intra- or post-op. A size 5 implant was opened and seated appropriately. All broaches were checked and the correct sizes were utilized. The surgeon would like to know why the sz 4 implant seemed to be far off on size and would like to analyzed. At this point , he has implanted a sizable number of actis stems and this one baffled us. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.